Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The (mc) microcatheter was positioned in the aneurysm and a few coils were already placed into the aneurysm. The complaint product (orbit rdfl complex fill coil - (B)(4)) was coil #3. During coil placement the coil was not in the ideal position as some coil loops reached back into the parent vessel. The physician decided to retract the coil back into the mc for repositioning. About 20% of the coil was still in the aneurysm, but probably 30% of the coil was pulled back, then it was noticed that the coil couldn't be pushed forward. After checking the coil, it was confirmed that the coil did detach during manipulation without any use of the syringe or increase in pressure. An attempt was made to remove the whole unit, coil system and mc, but the coil remained in position and did not move. The delivery tube was removed, but the coil and mc remain in position. At this point the coil was still partially in the mc. An attempt was made to push the coil out using with coil pusher, but this was not successful. As a last chance before using a snare, the physician came up with the idea to give the polymer tip of the delivery tube of the coil catheter an edge. He used a sharp knife to cut it in an angle along the tip of the polymer. Next he inserted the coil delivery tube back into the mc and advanced the tube until the tip reached the proximal part of the coil in the mc. He jammed the tip of the tube between the coil end and the surrounding wall of the mc and fixated the coil end with the mc. He then slowly, under fluoroscopy guidance, removed the whole system and this time the coil moved back with the mc. The whole system was completely retrieved.